Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial troponin result >50 ng/l; repeat result (on both architect analyzers) <20 ng/l; repeat with redrawn sample <20 ng/l there was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial troponin result >50 ng/l; repeat result (on both architect analyzers) <20 ng/l; repeat with redrawn sample <20 ng/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity for lot 86984un24, however, no related trends were identified regarding commonalities for the complaint lot and issue. Device history record review was performed on lot 86984un24, which did not show any potential non-conformances, deviations, or non-conformances. The overall performance of the architect stat troponin-I was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 86984un24 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 86984un24. Labeling was reviewed and found to adequately addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 86984un24 was identified.